Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The product was not returned since the patient thrown the communicator away.

Event description:
It was reported that the communicator experienced smoke or fire coming out of the universal service bus (usb) ports. The patient had the monitor packed in storage because she was moving and the clinic asked her to take it out and send in a reading, when she plugged in the monitor there were no lights on. The patient then smelt smoke and noticed it was coming out of the usb ports. The patient unplugged the monitor and there were no damages or injuries. The patient does not have the monitor anymore. The clinic gave her a new one and she discarded the old monitor.